Event description:
It was reported that there was a lead safety switch (lss) on this right ventricular (rv) lead as a result of high out of range pacing impedance. Technical services (ts) reviewed the reports and noted that the impedance has been gradually rising over the past year. Ts stated that the lead exhibited high capture thresholds, as well. Ts advised following potential actions. Ts noted there were some false pacemaker mediated tachycardia (pmt) episodes. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that there was a lead safety switch (lss) on this right ventricular (rv) lead as a result of high out of range pacing impedance. Technical services (ts) reviewed the reports and noted that the impedance has been gradually rising over the past year. Ts stated that the lead exhibited high capture thresholds, as well. Ts advised following potential actions. Ts noted there were some false pacemaker mediated tachycardia (pmt) episodes. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicated that this lead was explanted due to fractured.

Event description:
It was reported that there was a lead safety switch (lss) on this right ventricular (rv) lead as a result of high out of range pacing impedance. Technical services (ts) reviewed the reports and noted that the impedance has been gradually rising over the past year. Ts stated that the lead exhibited high capture thresholds, as well. Ts advised following potential actions. Ts noted there were some false pacemakers mediated tachycardia (pmt) episodes. The device remains in use. No adverse patient effects were reported.